Event description:
Related to MFR. Report #2183959-2011-00613. It was reported that the patient had an advance sling implanted. Following the implant the patient had incontinence that was worse than baseline and another incontinence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.